Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that following successful impella cp placement, flows immediately dropped and suction alarms appeared. Troubleshooting was attempted but the issue remained. A fluoroscopy was performed and showed a kink in the cannula near the aortic valve. Repositioning was attempted, but the issues remained and the decision was made to remove the pump.

Manufacturer narrative:
The investigation of low pump flow and product damage (cannula kink) has been completed. Product damage (cannula kink): clinical reported a cannula kink observed in fluoroscopy and difficulty navigating the patients anatomy and tortuous vessels. The product was returned for investigation and a small kink was observed. The cause of the cannula kink was most likely patient condition, as it was stated in the clinical details that there was difficulty positioning the pump through the patients anatomy and tortuous vessels. Low pump flow: clinical reported an immediate suction alarm and drop in flows after the pump was switched on, as well as difficulty navigating the patients anatomy and tortuous vessels. The pump was returned for investigation and a small kink was observed near the outlet cage. Data log review shows a slight downward trend in placement signal, but no motor current spikes outside of p-level changes. Flow level is low from the start of the case, staying below 2 l/min. The cause of the low pump flow is most likely the cannula kink, as a kink was observed in physical product investigation, and clinical reports the kink occurred while positioning through tortuous anatomy.